Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the eyelets in the intermittent catheters were not consistent and patient wanted to know if the manufacturer was able to control the eyelets.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "operator error". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. A labeling review was not performed because labeling could not have prevented the reported failure. The device was not returned.

Event description:
It was reported that the eyelets in the intermittent catheters were not consistent and patient wanted to know if the manufacturer was able to control the eyelets.